Event description:
It was reported the customer was hospitalized for dka. Prior to the event, there were two alarms that occurred. It was indicated that the customer did not change out the entire set to resolve hbgs. Troubleshooting was done and the pump passed the functional tests. The family member still wants the pump replaced. Moreover, the contact stated the time is ahead by a half hour and an alarm keeps recurring. The customer was unavailable to confirm battery issues and the family member was not sure of the anomaly. The pump was replaced.